Event description:
The customer reported that the zipper will not connect the zipper teeth on the left side panel. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) zipper does not connect teeth. Results - inspection of the returned product found patient access panel side b window zipper slider body open. Also one element is missing from the leg zipper and broken stitches. The window side front pull tab is broken. The window side b has a 1/4 inch tear. Panel side a has insert pin and slider missing from the leg zipper and broken elastics. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Never use the bed if the zipper pull-tab is missing or broken. Manufacturer references file (B)(4).